Event description:
A customer reported that during surgery, the system would not perform phacoemulsification. An alternate system was brought in and the surgery was completed. There was no delay and no harm to the pt.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss suggested the customer check the handpiece and call back if the issue did not resolve. The customer did not request service. No samples were returned for eval, and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).